Event description:
It was reported that the patient presented for a generator upgrade procedure. During the procedure, it was noted that blood got into the header of the implantable cardioverter defibrillator. Many attempts were made to clean the header, but the left ventricular lead pacing impedance remained high. The device was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of body fluid inside the header could not be confirmed. It is suspected that any possible body fluids in the header were removed/cleaned during the decontamination process. The reported event of high left ventricular impedance was confirmed upon reviewing the lead impedance measurement trends in the programmer printouts. However, the high lead impedance was due to the setscrew being torqued down, preventing the tip of the lead from getting fully inserted into the lead bore. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.